Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the motor does not move up during rewind and had to be manipulated with a tweezer. Customer also reported the smell of insulin. Customer's blood glucose was unknown. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. No rewind or displacement anomalies noted during testing. No motor error alarms noted during our testing and the motor was tested outside the device and passed. The insulin pump functioned properly. No moisture damage noted during our visual inspection. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.